Manufacturer narrative:
Philips service replaced the ip pc and hdd and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that intermittent failures occurred in the interventionist table and image processing on an allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.